Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03587 and 3005099803-2010-03588 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure in the colon. According to the complainant, in all three instances, they attempted to deploy the clips however, the clips would not release from the catheter. There was no tissue damage reported as a result of this issue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
The lay user/patient contacted lifescan alleging the battery life is shorter than expected for the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.